Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Per medical records: it was reported that on (B)(6) 2008 the patient underwent a fusion procedure in which rhbmp-2/acs was used. Some time post-op patient sustained unspecified injuries.